Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon, ¿b30 error code¿, was not reproduced, and a root cause could not be identified. B30 indicates scope communication error according to the technical guide of cv-170. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. As a result of checking the monthly analysis report, no trend of increase was observed. The instruction manual of cv-170 (drawing number: gt8567) describes the following, and the reported phenomenon might be prevented by following the descriptions: ¿[5.3 connection of an endoscope]. Before connecting the video connector to the video system center, confirm that the video connector, including the electrical contacts, is completely dry and foreign objects such as detergent remnants, hard water residue, finger grease, dust, and lint are not on the electrical contacts. If the endoscope is used with wet and/or dirty electrical contacts, the endoscope and video system center may malfunction.¿. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of b30 (scope communication) error was not confirmed. In addition. The image had noise streaks due to the video connector socket being worn out. The front panel and connector were worn out. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported to olympus, the video system center picture turned off and displayed a b30 (scope communication) error. The event occurred during preparation for use. There was no report of patient harm.